Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch up cable was broken at the pulleys below the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si low anterior resection procedure, a cable was broken in the wrist of a small grasping retractor instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.